Manufacturer narrative:
(B)(4).the sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During the assistance with a check patient line alarm on the home choice (hc), occurring during use, during initial drain, the patient revealed they had connected before the prime. The technical service representative (tsr) assisted with trouble shooting and the hp stated there was lots of air in the patient line. The technical service representative (tsr) explained they would need to redo the setup with new supplies. The tsr advised the hp the check the entire line after priming to be sure there was no air in the line. During follow-up the home patient (hp) was asked about the reported problem. The hp stated they did talk to their nurse and they came by to give the patient heparin and antibiotics. The hp stated they did not notice anything unusual with the supplies during the alarm. They stated they have been resuming therapy successfully since then. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report of a air in line was not confirmed and the cause was not identified because the sample was not returned for evaluation, the patient did not describe any type of use error that might have caused the alarm, and a baxter employee did not identify the alarm in the event log of a returned device. Tsr applied several troubleshooting steps which could not resolve the alarm and advised the patient to start over with new supplies. Patient stated that they found air in the line. Baxter is unable to determine a cause for the no flow condition or why/how air might have entered the set. No causality to a disposable was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.